Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she inserted a sensor on the night before and got the flashing light; started new sensor in the morning but received a sensor error alert. Blood glucose reading is 130 mg/dl. During troubleshoot, customer stated that sensor is fully inserted and the sensor error alert happened at the initialization. Towards the end of the troubleshooting customer calibrated successfully. Customer inquired about the impact of using expired sensors. No further information was reported.